Manufacturer narrative:
The engineer found a leaky solenoid valve and a leaky vacuum tube; both were replaced. The reagent probes were adjusted. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer stated the sample probe was dirty. The field service engineer (fse) performed a precision check. The reagent probes were adjusted. The gear pump pressure was within specification. Cuvette rinse levels and functionality were acceptable.

Event description:
The initial reporter questioned the results of multiple patient samples tested for creatinine on a cobas 8000 c (701) module. Discrepant results were identified for 1 patient sample. The initial result was 311 mmol/l. The repeat result was 51 mmol/l. The questionable result was reported outside of the laboratory. The creatinine reagent lot number and expiration date were not provided.